Event description:
The pt stated that he was overdosed in (B)(6) 2009 as a result of the medication being injected into his body rather than into his pump. The pt was hospitalized at an unspecified time and for an unk duration of time. The pt had since missed a refill date and subsequently experienced underdose symptoms. The volume in the pump was below recommended volume to maintain adequate infusion. The pt thought that the pump did not need to be re-filled until (B)(6) but the hcp indicated that it should have been re-filled in may. A pump alarm was heard on (B)(6) by the pt who said that it sounded like a "siren." The pt was light-headed, emotional, frustrated, and nauseous, in pain and was unable to sleep. The pt was seeking a new managing physician. The medication being delivered via the device system was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).